Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a 99% stenosed lesion in the proximal left anterior descending (lad) artery. The 2.5x18mm xience xpedition stent implant was deployed without reported issue. A 2.5x12mm non-abbott stent implant was deployed without reported issue. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, the patient was re-admitted to the hospital with angina and was diagnosed with an acute myocardial infarction (ami). Occlusion of the lad was noted due to restenosis, which was treated with balloon angioplasty. The patient has since been discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Angina, myocardial infarction, and restenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.